Event description:
Vamp adult was damaged during setup.

Manufacturer narrative:
Evaluation:customer report was confirmed. Rec'd (1) dpt - vamp adult kit. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage. (B) (4)